Event description:
A patient reported experiencing inaccurate erratic results wtih a lifescan meter. The patient's blood glucose results were 210mg/dl, 56mg/dl, 220mg/dl. Tests were done within 10 minutes with a difference of 60. Patient did not experience any adverse events. No further information has been reported.